Event description:
It was reported that a malfunction occurred with the pump, displaying a specific error code. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to disconnect the pump from the power source for troubleshooting, and after resetting the malfunction code, they were able to continue using the pump without issue. The caller was advised to contact support again if the problem recurred.